Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: the pump black box was reviewed and found that call service 064 alarms had occurred on (B)(6) 2015. The pump was powered on and exercised for 24 hours without call service alarms duplicated. The pump was opened and no internal defects were found related to the complaint. Unrelated to the complaint the pump display screen was observed to be dim and discolored with a reddish tint. Also unrelated to the complaint, the pump battery compartment was observed to be cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump was emitting a call service 064 alarm during the rewind/load steps. The reporter indicated that the alarm did not resolve with rebooting of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.